Manufacturer narrative:
Hamilton medical ag conclussion is the following: root cause: defective o2 mixer assembly. Correction: o2 mixer assembly replaced.

Event description:
The following was reported to hamilton medical ag:machine indicating tf 231007& 231008. O2 supply failed.